Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and seven months later, computed tomography (CT) was performed and compared with previous report as the patient had abdominal pain. Approximately one year and twenty-one days later, computed tomography (CT) revealed that was performed, and the inferior vena cava filter was stable in position compared to previous study. There was no evidence of inferior vena cava filter. Approximately nine months later, computed tomography (CT) revealed that there was an inferior vena cava filter was identified with the proximal and tilted to the right and abutting the wall of the right inferior vena cava. The 3 left lateral struts extended beyond the wall of the inferior vena cava with a clear fat plane present. No obvious perforation of adjacent structures was identified. One abutted the aorta, one lied posterior to the aorta, and one lies anterior to the aorta abutting the duodenum. One of the posterior right leads also demonstrated a cleat fat plane and extended to the lumbar spine. A single anterior strut also extended anteriorly from the inferior vena cava with a cleat fat plane present. No structures were perforated. The millimeters of perforation were up to 1.3 cm between the wall and the distal end of the strut. Approximately two months and twenty-two days later, computed tomography (CT) was performed and compared with previous examination. Inferior vena cava filter was redemonstrated with no change, the proximal end was tilted to the right. Several lateral struts extended beyond the wall of the inferior vena cava with no new strut perforation. These left lateral struts abutted the aorta, lie posterior to the aorta and anterior to the aorta, all with a clear fat plane. A posterior strut extended to the lumbar spine. A single perforated anterior strut was unchanged. Maximal degree of perforation was unchanged measuring 1.3 cm correlating to the posterior left lateral struts. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.